Event description:
It was reported that a patient was shocked when unplugging a test screener during a stage 1 trial. Just the lead was implanted and the lead was attached to the twist-lock screening device. It was unsure whether the device was on or not. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).